Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: there were no cracks or damage to the battery compartment. Unable to use returned battery cap for testing. The battery cap threads were stripped. Test cap was used to complete investigation. The slot on cap was damaged and unusable. All measurements were with in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.